Event description:
The customer reported that erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for multiple, same-patient samples over three days. This is report two of three and represents the erroneous accutni results generated on (B)(6) 2011. The initial accutni result was elevated, and above the acute myocardial infarction (ami) threshold. Additional patient testing also generated myoglobin and creatine kinase-mb isoenzyme (ck-mb) results. These results were within the assays' normal reference ranges and were not questioned by the customer. The accutni result was reported outside of the laboratory, and questioned by a cardiologist as it did not match the patient's clinical presentation. There were no reports of adverse event or serious injury related to this event. No patient demographic information was provided by the customer. The sample was collected in a plasma tube.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that accutni quality control (qc) results met the customer's established limits, prior to, and on the day of the event. A system check performed prior to the event date met instrument specifications. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04650, 2122870-2011-04811, 2122870-2011-04651.